Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion contained a <=45 degree bend and was located in the mildly tortuous and non-calcified left circumflex artery. Following dilatation, a 2.75x16mm promus element¿ stent was advanced to treat the lesion; however, resistance was encountered while advancing. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached; method code, result code and conclusion code. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the first distal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion contained a <=45 degree bend and was located in the mildly tortuous and non-calcified left circumflex artery. Following dilatation, a 2.75x16mm promus element¿ stent was advanced to treat the lesion; however, resistance was encountered while advancing. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.